Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the mini metzenbaum sciccors broke during a case.

Event description:
It was reported that the mini metzenbaum scissors broke during a case.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root causes for the failure can be due to: instrument wear, excessive device loads, reprocessing/handling error and/or, user error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.